Event description:
The patient reported "feeling weak and tired." Follow up determined that the physician was aware of the patient symptoms but did not know if the symptoms were device related. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.